Event description:
It was reported that the patient presented to the emergency room (ER). Interrogation of the pulse generator noted that the pulse generator was over-sensing noise and exhibited high capture threshold while the right ventricular (rv) lead was over-sensing noise resulted in pacing inhibition. The lead was capped and replaced, and the pulse generator was explanted and replaced, both on (B)(6) 2025. The patient was in stable condition.